Event description:
It was reported that the patient was seen in the emergency room for another matter and had their device checked. It was discovered that the atrial lead was turned off with no capture at maximum outputs. Fluoroscopy showed that the lead had been dislodged for some time. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2010. (B)(4).